Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to syncope. Upon interrogation, the right ventricular exhibited high impedance and loss of capture. The lead was capped and replaced on (B)(6) 2015. The patient was fine post operation.